Event description:
It was reproted that a patient underwent a cesarean section procedure on (B)(6) 2011 and suture was used. For wound closure. On (B)(6) 2011, a small skin separation at the wound was noted. On (B)(6) 2011, fat tissue was protruding through the incision and the patient required readmission for surgery to repair the wound dehiscence.

Manufacturer narrative:
(B)(4). Wound dehiscence. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a primary low transverse cesarean section procedure on (B)(6) 2011 and running locked suture was used. On (B)(6) 2011, the patient experienced a minor skin separation with supra pubic separation of approximately ½ inch with watery blood discharge. On (B)(6) 2011, a small amount of fat had passed through the same skin defect. The patient returned to surgery. Surgeon found a fascial separation with the suture anchored and knotted on the left but loose and wide spread from the right. Omentum was seen to pass between medial bellies of each rectus muscle. The defect was repaired with looped suture and skin staples. The patient was discharged home on (B)(6) 2011 and the patient's wound has healed. The surgeon opines that the right edge knotted tail was cut too short and it unraveled.